Event description:
Small blisters were noted at the contact points of the lazer after patient received the treatment.the patient had undergone treatment for rosaca double pass using power settings 1 and stubborn pink. No blisters were noted. Next the laser was used to provide wrinkle treatment at the lowest power settings. When the patient returned 3 days later, examination revealed reddened areas corresponding to each laser flash. The patient was treated with triple antibiotic cream and aloe. The technician discovered an area of corrosion in the central portion of the crystal. It is suspected that the abnormal curvatures of the corroded area may have focused the laser beam resulting in the generation of a higher temperature.